Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient did not have a revision procedure.

Event description:
A report was received that the patient underwent a revision for an unknown reason.